Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Head loose from accolade stem. Revision surgery being undertaken (B)(6) 2017.

Manufacturer narrative:
An event regarding alleged ¿disassociation¿ involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Burnishing, scratching, and third-body indentation were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the dated x-rays, operative reports, office notes and material analysis of the explanted devices by a clinical consultant indicated: ¿based upon the information available for review, no determination can be made regarding the cause of the loss of taper lock which resulted in the mechanical failure of the head/trunnion junction eight-and-half years post implantation in this large male patient.¿ device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. This event was determined to be within the scope of ra 2016-028. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Additionally, a review of the dated x-rays, operative reports, office notes and material analysis of the explanted devices by a clinical consultant indicated: ¿based upon the information available for review, no determination can be made regarding the cause of the loss of taper lock which resulted in the mechanical failure of the head/trunnion junction eight-and-half years post implantation in this large male patient.

Event description:
Head loose from accolade stem. Revision surgery being undertaken (B)(6) 2017.